Event description:
Paramedics used the device to monitor a pt's ECG. The device allegedly failed to display an ECG rhythm for approximately 5 minutes, after which, proper operation was observed. No other details were reported.